Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that mid femur cutting during a cori assisted tka surgery, there was a high pitched noise followed by a system time out notification error. They switched the real intelligence robotic drill and still got the same error. The procedure was completed with manual instrumentation without significant delays. The patient was not harmed beyond the reported problem. After the case, they turned off and re-tried with the real intelligence cori, but it was still giving the error.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that mid femur cutting during a cori assisted tka surgery, there was a high pitched noise followed by a system time out notification error. They switched the real intelligence robotic drill and still got the same error. The procedure was completed with manual instrumentation without significant delays. The patient was not harmed beyond the reported problem. After the case, they turned off and re-tried with the real intelligence cori, but it was still giving the error.

Manufacturer narrative:
Additional information added: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the real intelligence robotic drill, rob10013, (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. A kpc test was attempted and failed. The drill displayed a "critical error" during testing. A case was run and a "system timeout" error was present during bur insertion and the drill icon flickers at the connection screen. The most likely cause of this event is an electrical communication failure of the drill exposure motor encoder. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and further investigation into the reported failure is being conducted to determine if additional escalation actions are required. The user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file. As a result of the risk assessment the documented risk file will undergo further investigation by the site quality team. Per complaint details from the us, it was reported that mid femur cutting during a cori assisted tka surgery, there was a system time out notification error. The procedure was completed with manual instrumentation without significant delays. The patient was not harmed beyond the reported problem. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
The real intelligence robotic drill, rob10013, (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. A kpc test was attempted and failed. The drill displayed a "critical error" during testing. A case was run and a "system timeout" error was present during bur insertion and the drill icon flickers at the connection screen. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.